Event description:
It was reported that the patient passed away due to multiple organ failure. The patient required a biventricular assist device (bivad) support with right and left ventricular assist devices. The patient experienced distributive shock requiring levophed (norepinephrine bitartrate), vasopressin, and epinephrine infusions. The patient also had an acute kidney injury on continuous renal replacement therapy (crrt) treatment, encephalopathy, acute respiratory failure with hypoxemia secondary to atelectasis and recurrent mucous plugging, and acute liver failure per hepatology secondary to ischemic cholangiopathy. Peak of total bilirubin was 70.9. The family participated in the discussion about the limitation of further intervention and elected to withdraw care. The death was not considered to be device or therapy related and the device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6: additional and corrected clinical codes 2072 - shock 1833 - encephalopathy 2484 - respiratory failure manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain further information from the customer regarding the patient¿s right heart failure; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including renal, hepatic, respiratory, and right heart failure), neurological events (not stroke related), and death, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.